Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 40-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two gray metal coiled wire at each cornu which appear embedded within') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis uteri, chronic cervicitis and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), post procedural complication ("post tubal syndrome") and pelvic pain ("chronic pelvic pain in female"). The patient was treated with surgery (total laparoscopic hysterectomy.vaginal vault suspension with davinci robot, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dysmenorrhoea, post procedural complication and pelvic pain outcome was unknown. The reporter considered dysmenorrhoea, embedded device, pelvic pain and post procedural complication to be related to essure. The reporter commented: right: 2 coils, left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-jun-2013: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: two gray metal coiled wire at each cornu which appear embedded within. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Reporter information, patient middle name, medical history, lab data, rcc added. Event: medical device removal updated to event: two gray metal coiled wire at each cornu which appear embedded within. Events chronic pelvic pain in female, post tubal syndrome, dysmenorrhea added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.